Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician suspected a possible right ventricular (rv) lead fracture near the clavicle seen on chest x-ray that was taken when the patient was admitted in the hospital due to blood clots and possible pulmonary embolism. The device was interrogated successfully and found to be operating normally. All lead parameters were within normal limits during isometrics and found no evidence to indicate a lead fracture. Additional information obtained indicated that the patient was not followed by clinic. At this time, no surgical intervention was performed. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating that the right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician suspected a possible lead fracture near the clavicle seen on chest x-ray that was taken when the patient was admitted in the hospital due to blood clots and possible pulmonary embolism. The device was interrogated successfully and found to be operating normally. All lead parameters were within normal limits during isometrics and found no evidence to indicate a lead fracture. Additional information obtained indicated that the patient was not followed by clinic. At this time, no surgical intervention was performed. The lead remains in service. No adverse patient effects were reported.